Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0, product ID: 9735999r, h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that either the main or camera cart shut off by itself randomly. The field representative (rep) was unsure which cart turned off after the case. The spine representative (rep) said the system said that the "localizer was disconnected" and that the screen went black afterward.  Marked case as post-op since stealth use was done for the case. Patient weight was unavailable during the call. No known impact to patient outcome. There was no surgical delay. As we were buttoning up the case, the rep had issues getting the logs where the system would error. The rep attempted to reboot the system, but it went into the grub menu. No selection was made, and the system progressed into a black screen with a blinking cursor on the top left corner of the screen. The rep rebooted and the system did the same thing. Then the rep picked the first option on the grub menu, and the screen still went to the cursor screen. Logs could not be retrieved. The probable cause was noted to be a malfunctioning computer or power components. Troubleshooting was performed, both battery percentages were at 100%. The system remained on after unplugged from wall power. The battery power declined at a normal pace. Issue was not repeatable, so the rep was unable to determine what the root cause was.

Manufacturer narrative:
H3) software analysis determined there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, serial/lot #: unknown, product ID: 9735773, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and batteries were replaced. Codes b01, c02, and d02 apply. Product 9735771, lot number 1836, was returned and analyzed. There were no failures found during testing. Codes b01, c19, and d14 apply. Product 9735773, lot number 1832, was returned and analyzed. The battery was connected to a uninterruptible power supply (ups), during the 24 hour test the ups shut down due to the battery overheating thus causing no power. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.